Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of exposure and bleb-related issues are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported a patient with a complicated eye had a xen 45 gel stent inserted. Mitomycin was used for the procedure. The patient developed a pale ischemic bleb, and the xen subsequently eroded.